Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she had air bubbles of size 1/16 to 2 inches. The customer¿s blood glucose level was 300 mg/dl. The customer was helped to remove air bubbles from the set however they were not able to remove air bubbles. The insulin pump will not be returned for analysis.